Event description:
It was reported that device detachment occurred. The 80% stenosed target lesion was located in a mildly tortuous and mildly tortuous coronary artery. A 3.00 x 30 agent drug coated balloon (dcb) was introduced for treatment. During an attempt to advance the device into a guide catheter, the proximal dcb shaft broke, in a location outside the patient. The device was removed and a new device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an agent dcb balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 44.4cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. The coating to the balloon was minimal. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that device detachment occurred. The 80% stenosed target lesion was located in a mildly tortuous and mildly tortuous coronary artery. A 3.00 x 30 agent drug coated balloon (dcb) was introduced for treatment. During an attempt to advance the device into a guide catheter, the proximal dcb shaft broke, in a location outside the patient. The device was removed and a new device was used to complete the procedure. There were no patient complications. It was further reported that the target lesion was mid left anterior descending artery (lad).

Event description:
It was reported that device detachment occurred. The 80% stenosed target lesion was located in a mildly tortuous and mildly tortuous coronary artery. A 3.00 x 30 agent drug coated balloon (dcb) was introduced for treatment. During an attempt to advance the device into a guide catheter, the proximal dcb shaft broke, in a location outside the patient. The device was removed and a new device was used to complete the procedure. There were no patient complications. It was further reported that the target lesion was mid left anterior descending artery (lad).